Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The patient has alleged visualization of particles. The device was returned to third party service center for evaluation, after evaluation there was no problem found, and no foam are visualized. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. If any additional information is received, a follow up report will be filed.